Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there was insulin leak. The customer's blood glucose level was 420mg/dl. The customer states hate before taking insulin. The customer states the down arrow was acting up while conducting self-test. The customer states there was reservoir leak. The customer states there was insulin in the reservoir compartment. The customer was advised the reservoir would be replaced and returned for analysis.